Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - sleep dysfunction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate reading on his g7 sensor. The cgm was 250 mg/dl and 700 mg/dl on the fingerstick. The patient experienced dizziness, shaking, vomiting, blurred vision, being very thirsty, couldn't sleep, and at some point passed out for about 5-10 minutes with no sustained injuries. He did not take any medication to treat his hyperglycemia, but he went to the emergency room (ER) with his wife. They arrived at around 5:00 pm and the medical staff took a bg reading which was around 700¿800 mg/dl, while in the cgm was still around 240¿250 mg/dl. The patient was diagnosed with dka. They removed his dexcom sensor and injected him humalog insulin and IV saline solution. After hours, they checked his blood glucose, and it decreased to 150 mg/dl. He was discharged at around 12:00 am the following day ((B)(6) 2025; less than 24 hours). At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.